Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained right ventricular oversensing due to far field p wave oversensing. The patient was asymptomatic. Programming changes were recommended. Subsequently, oversensing due to myopotential oversensing was also noted. Previous recommended programming changes were again suggested. No further information is available.